Event description:
The following is based off a review of the pt's medical records provided to davol by the pt's atty: on (B)(6) 2012, the pt underwent a two part procedure with implantation of bard/davol flat mesh. The pt's fact sheet alleges the pt was treated for pain, infections, and urinary/bowel problems.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's atty did not allege a specific device failure. The medical records included implant operative report and sticker page. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If add'l event and/or evaluation info is obtained, a follow-up MDR will be submitted.